Event description:
It was reported that a half day infusor leaked at the blue stopper. The device was filled with deferoxamine in 60 ml 0.9% sodium chloride solution. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured august 08, 2014 ¿ august 11, 2014. The device was received for evaluation with fluid in the device¿s packaging. Visual inspection revealed that the blue winged luer cap was untightened. A functional leak test was performed by filling the device with water and manually tightening the cap. Before and after filling, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.